Manufacturer narrative:
The customer's calibration recovery and qc recovery were found to be acceptable. There was no indication of a reagent or instrument performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field application specialist and field service engineer completed the system's annual maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 6000 e 601 module. The patient's initial result was reported outside the laboratory. The physician did not think the result corresponded to the patient's clinical picture and requested repeat testing. The customer performed repeat testing on an aliquot of the original sample. On 08-oct-2020, the patient's initial estradiol result was 1282 pg/ml. On 21-oct-2020, the patient's repeat estradiol result was 70.60 pg/ml. Estradiol reagent lot number was 46217201 with an expiration date of 28-feb-2021.